Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specs. However, hardware low levels during self-test and hardware low levels error with a variable info at the formatted history file due to cold solder joints at keypad assy. Unit received with faded and peeling serial number label. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experience high blood glucose. The customer's blood glucose was 430mg/dl; treated with syringe. The customer had nausea and vomiting. The high blood glucose continued after the set change. During the self-test the pump alarmed error 64, followed by a pump error 4. The customer was advised the pump will be replaced and revert to back up plan.